Event description:
It has been reported that the cot slipped down when it was in between teeth. There was reported pt involvement and adverse consequences were reported for the medic. The medic received an injury that required physical therapy.